Event description:
(B)(4). Injury alleged. Malfunction alleged. Consumer is stating that her long sleeve caught the speed knob, causing her to have an accident. Ran into a lift chair in the living room causing her chair to roll up onto this chair and caused the chair to fall back, hurting her head. MDR filed.